Event description:
On (B)(6) 2026 during a CABG (triple coronary artery bypass graft) x3, perfusion had a monitor malfunction on liva nova essenz pump (ksgv220, ss# (B)(6)) in the middle of the case. The knobs, pumps and o2 were still working and did not affect the patient, but the monitor that had all of our flows, pressures and alarms froze. Backup monitors were relied upon to see what our flows were. After 2 min the system sensed the glitch and shutdown the monitor and blender and went into a system reboot automatically for about 30 seconds. After the system did a reboot the monitor and all the numbers were reading correctly for the rest of the case with no issues. This incident lasted 2-3 minutes. During the incident a call was placed to essenz rep. Who stated he was aware of the issue happening at other facilities. This team was unaware of this issue prior to this phone call. The rep mentioned that they have an update in the works to fix the issue with no date set to be fixed. The rep was asked if we needed to take this pump out of circulation and his response was neutral and that it was up to our organization.